Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 73-year-old male patient presented to his (B)(6) with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2026 at tooth location #21. It was reported that the implant was placed after immediate extraction and was not immediately loaded. The patient came to the clinic holding the dislodged implant on (B)(6) 2026, approximately one month after placement, and reported that the implant came out while eating food. During examination, the doctor discovered that the implant had failed to osseointegrate and also confirmed that no symptoms were observed and the patient was healthy. The implant was not replaced. The opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and good oral hygiene. No abnormalities with the implant or the package were reported.